Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed when it reached eri (elective replacement indicator) 45.8 months after implant. The physician was dissatisfied with the longevity of the device.